Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous inr results when comparing her coaguchek xs meter with serial number (B)(4) to the laboratory using the dade innovin method. The customer tested on her meter and obtained a result of 1.8 inr. The result from the laboratory 4 hours later was 1.3 inr. On (B)(6) 2016 the customer tested on her meter and obtained a result of 4.7 inr. The result from the laboratory 4 hours later was 3.6 inr. The customer¿s doctor changed her warfarin dose to 12.5 mg based on a result from the laboratory. She does not know what laboratory result was used for this change. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer is fine. The customer is not anemic. The meter and strips were requested for investigation. Replacements were sent. Relevant retention test strips (lot 203038) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter with serial number (B)(4). The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: 2.1 inr. Donor #2: 2.6 inr. Donor #1 hct: 44%. Donor #2 hct: 48%. Donor #1: master lot: 2.2 inr. Donor #1: customer's meter and master lot: 2.1 inr. Donor #2: master lot: 2.6 inr. Donor #2: customer's meter and master lot: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.